Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had under delivery. The customer¿s blood glucose was 360 mg/dl at the time of the incident and current blood glucose was 265 mg/dl. The customer was treated with bolus from pump. The customer had symptoms such as increased thirst, nausea, increased urination and blurred vision. The customer alleges pump was under delivering because they were given over 200 units of insulin a day and still high. The customer declined to continue troubleshooting and disconnected call twice. The insulin pump will not be returned for analysis.